Event description:
It was reported that the left ventricular (lv) lead dislodged once it was placed in the left ventricle and reinsertion into the coronary sinus was attempted; however, it was difficult to reinsert the lead and perforation of the coronary sinus occurred. Thus, lead placement was terminated. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.